Event description:
It was reported that the catheter was in place and drugs were being infused when an interlumen crossover was noticed. There were no reported injuries or complications for the patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.